Event description:
It was reported that the fluorostar 7700 system had a damaged power plug and video cable rendering the system nonoperational. No pt involvement was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The power plug and video cable were replaced. The system was tested and found to be working as intended and placed back into service.